Event description:
It was reported that when t2 was actioned, it did not fit and not adhere to the meniscus. When they removed it, they notice that the part where it is raised or lowered to fit the measurement of the device can not be moved. There was no significant delay and a backup device was available to complete the procedure. No patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no ts or suture remain on the delivery needle or were returned for examination. The delivery needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.